Event description:
Customer reports that a catheter was obstructed during heart surgery but there was no injury to the patient. This is the second incident that occurred at the facility. The first incident was reported to FDA. Received notice of second incident in 2008. No patient injury reported.

Manufacturer narrative:
This is the second reported incident for this product from the same facility. There will be no product returned. Evaluation: no sample available for evaluation. Results - the obstruction was believed to be caused by flashing of the silicone from either gluing or the over-molding process. Conclusions: isolated incident. Corrective action requested of supplier. The manufacturer will continue to track and trend this complaint.